Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (unable to power on) was confirmed.  Upon investigation the monitor was unable to power on.  The cause for the failure was isolated to a shorted via near the j1 component on the ca board . The root cause for the shorted via could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor was unable to power on.